Event description:
It was reported that the site could not interrogate patient's generator to program patient's information into the handheld. Site was trying to interrogate and put the patient's initial into the handheld but the screen said "established connection in 30 seconds" but the device would never pull up anything past that. Troubleshooting steps were performed but it did not resolve the issue. New programming system was shipped to the site and the old system was returned to manufacturer for product analysis. The cause of problem is unknown at this time.